Event description:
It was reported the patient suffered a fall approximately one month ago. Lead diagnostics revealed high impedances and auto-reducing on multiple contacts. The patient is consulting with his physician to determine the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.